Manufacturer narrative:
The specimen was collected in a plastic bd edta vacutainer tube. Qc was run before the event and recovered within specifications. A field service engineer (fse) was dispatched: the fse cleaned the blood sample valve (bsv), bleached the wbc bath and verified the instrument's operation. Hardware issue addressed by the fse may have contributed to this event.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneous low hemoglobin (hgb) result generated by the coulter lh500 analyzer. The operator questioned the result because of the discrepancy between initial and rerun result. The low result was not reported out of the lab. Patient printouts and raw data were requested but not provided. No death or serious injury, no change to patient treatment is associated with this event.